Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow-up in clinic, device interrogation revealed multiple episodes of mode switches due to ra lead noise. The noise was reproducible with horizontal adduction and chest compression motions. Programming changes were made. The patient did not have any adverse consequences.